Event description:
Nitrous oxide high pressure regulator on datex ohmeda 3000 anesthesia machine failed causing high pressure to enter system when tank was turned on. Biomed has found this failure on 2 units this month. Follow up test reveals:high pressure regulator was tested per aestiva service manual procedures. Pressure was consistantly high often too high for test setup being used. When new regulators were installed both machines tested properly.